Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age and weight not provided by reporter. Lot number not provided by reporter. Not explanted. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer head sheared off the flexible reamer shaft during a total hip anterior approach arthroplasty. The 14mm reamer head became stuck in the canal; a cortical hole was created distal to where the head was lodged. The reamer head was successfully retrieved with no remaining fragments. This caused an 80 minute surgical delay. It was reported the surgeon had refused to use a reaming rod. This was the original procedure on (B)(6) 2015. The broken head/shaft were discarded by the facility/nothing coming back/facility has back-up. The procedure was completed successfully without further incident. This report is 1 of 2 for (B)(4).